Event description:
It was reported via email: that customer encountered leakage with a kit; no patient impact 10feb2021 - no answer; no vm - will continue attempts to contact patient. 11feb2021 - no answer; no vm - will continue attempts to contact patient. 22feb2021 - no answer; no vm - due diligence completed. Three attempts were made to obtain additional information and sample availability with no response to-date. Based on limited information, after multiple attempts to obtain additional details, specific failure cannot be identified at this time.

Manufacturer narrative:
(B)(4) follow up emdr for correction: based on limited information, after multiple attempts to obtain additional details, specific failure cannot be identified at this time. No photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for reported lot was performed and no recorded quality problems or rejections were found. Product undergoes inspections during manufacturing, no issues were identified, all procedural and functional requirements for product release have been met. Based on the limited information provided, we cannot determine the specific failure that was alleged to have occurred therefore, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: that customer encountered leakage with a kit; no patient impact.